Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was advanced for treatment. However, stent thrombosis occurred. No patient complications were reported.